Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The cause of receptacle damage can likely be attributed to user mishandling. A review of instrument history reveals that this account has a history of similar damage. Instrument history indicates prior service on this unit therefore a service history review was completed in place of a DHR review. The unit was serviced in november 2018 by the manufacturer, cybersonics inc. The foot switch receptacle was replaced after the customer reported that the device did not function.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found minor scratches on the device housing. The footswitch was equipped with up to date software. The customer¿s complaint was confirmed as the footswitch receptacle was found damaged. The instruction manual warns users ¿improper care and maintenance are critical for safe and effective operation of the cyberwand dual ultrasonic lithotripsy system. We recommend careful inspection of all equipment upon receipt and prior to each use as a safeguard against possible injury to patient or operator. Remove the transducer connector cap and inspect the plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). Should repair be necessary, contact gyrus acmi customer service. Connect the transducer to the generator by aligning the red dots on the transducer connector with those on the transducer receptacle on the front panel. Push straight in. Caution: do not twist or turn the plug.

Event description:
The service center was informed that during preparation for use, the footswitch was noted to be broken and a fault error was observed. There was no patient involvement reported.